Event description:
Noticed screw missing out of mics after case completion. Case type: tka. Patient was under anesthesia.

Manufacturer narrative:
Noticed screw missing out of mics after case completion. Product evaluation and results: mics-209063, sn#(B)(6) , RMA#(B)(4). Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual missing screws. Disposition: rtv. Inspected by: (B)(6) . Product history review: review of the product history records indicate 25 devices were manufactured under lot no k0b5h and 25 devices were accepted into final stock on 05/15/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot no k0b5h shows 01 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Noticed screw missing out of mics after case completion. Case type: tka. Patient was under anesthesia.